Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2015 during which the surgeon noted the small bowel and the colon were adhered to the anterior abdominal wall. The diagnosis was fragments of mesh and adherent fibroadipose tissue exhibiting mild chronic inflammation and foreign body giant cell reaction.¿ it was reported that the patient experienced infection and chronic pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/08/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.